Event description:
It was reported that an 840 ventilator failed the battery test. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found that the battery needed to be replaced.